Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message "er2" on his/her adc freestyle libre sensor sometime during the night between (B)(6) 2018. The customer further reported he/she self injected glucagen i.m. (Glucagon) and had oral glucose with nutrition drinks. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving an error message "er2" on his/her adc freestyle libre reader sometime during the night between (B)(6) 2018. The customer further reported he/she self injected glucagen i.m. (Glucagon) and had oral glucose with nutrition drinks. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Describe event or problem was incorrectly documented in the previous initial report. The event description indicated there was an e2 on the sensor. The event description has been corrected to indicate a reader issue. Therefore, the model number has also been modified.